Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient went to the emergency room and was hospitalized on (B)(6) 2026 due to insulin flow blocked alarms leading to hyperglycemia and the event occurred more than three hours after insertion at the abdomen site and the blood glucose level was 600 mg/dl accompanied by dizziness and vision changes was treated with intravenous fluids and the hospital stay lasted less than less than twenty four hours.